Event description:
Additional information was received. It was reported that the pump was replaced on the day prior to report.

Event description:
A healthcare provider reported a motor stall occurred with no motor stall recovery recorded in the logs. The stall occurred on (B)(6) 2013 at 12:27 the recovery the same date at 14:19. Another stall occurred on (B)(6) 2013 with no recovery to date. The caller did not believe the patient had an MRI or medical procedure, or that they were exposed to environmental emi. The patient heard their pump alarm on (B)(6) 2013, and on the day of the report the patient had increased pain and was in the hospital. It was recommended that the pump be programmed to minimum rate and the pump be replaced. The medication used within the system was morphine.

Event description:
It was later reported that the reporter again stated that 6 months to 1 year ago, they began having a series of issues with the pump where they did not believe it was delivering the medication. The pump was replaced per the reporter on (B)(6) 2014 and the patient was reportedly doing okay now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8703w, lot# l44972, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Additional information received reported on (B)(6) 2013 at approximately 5:00 am, the pump emptied itself causing the patient to be taken by ambulance to a nearby hospital. Thereafter, the pain pump was removed and the pump was sent to the pathology department at the (B)(6) hospital and then the pump was sent back for analysis. It was further reported the patient had another pain pump installed and wished to know what occurred when the prior pain pump ¿malfunctioned.¿ a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Eval code - conclusion code ¿ is being updated for this event.